Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had triggered an air-in-line alarm, which caused the tpn infusion bags to dry out. The bags had been overfilled, infusion was completed, there was still fluid remaining in the bag. Therapy was delayed because the treatment paused during infusion while the pump was being replaced. There was patient involvement and no harm.

Manufacturer narrative:
H6: codes were updated. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. Based on the review of the service history and information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. No event history log provided.